Event description:
It was reported, "surgeon a regular trident user reamed acetabulum to 52mm as per surg tech cage trial 52mm used seat easily, 52 cluster cup option selected. Unable to implant cup to correct depth trial checked had to over ream to 53mm surgeon stated bone was not sclerotic and still difficult to impact cup."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.